Event description:
The customer reported to baxter (B)(4) a light sensitive drug set in which there were holes noticed in the back part of the packaging. The alleged malfunction was observed before use. There was no patient involvement; therefore, there were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Eight of the eight reported samples were returned to the plant for evaluation. Visual inspection revealed holes in packaging of all eight samples. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. As an immediate action to remediate the issue of damaged/open pouches, a new deflation system was installed in the packing machines. This equipment avoids extra pressure on the packages by removing the excess air. This issue has been escalated to CAPA. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.